Event description:
End user states "he is unable to open the package. He grasps the top of the paper backing with one hand and the top of the plastic front with the other hand but the package acts like it was "glued together with the wrong glue" and the sides won't come apart. The paper backing ends up tearing but the package does not tear open. He cut the package with scissors and used the catheter inside to perform intermittent urinary self-catheterization. " end user was advised not to use scissors as this could compromise the sterility of the product.

Manufacturer narrative:
Device 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Manufacturer narrative:
Picture of the claimed product was received. The defect was confirmed. A batch record review was conducted resulting in the following: review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production or sterilization process of the mentioned lot. No other complaint of this nature has been received on the lot. Calculation of aql performed based on (B)(4). Severity of the issue is taken from the relevant complaints. The highest severity rating 4 was assigned. According to (B)(4) aql limit for critical defects / product class I is 0,65. Two catheters were reported as defective. Calculated aql for reported defect is (B)(4) that is below aql (B)(4). Based on above crb held on 15 january 2024, attendees took a decision that the issue occurrence is accepted at this stage. The issue will be continued to be monitored. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.